Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor lost pairing with the ilet, resulting in no glucose readings on the ilet. No adverse clinical symptoms reported. Outcomes included restoration of glucose data display after troubleshooting. User support included guided troubleshooting with sensor type toggling, ilet restart, firmware update, phone restart, and ilet app deletion and reinstallation, followed by successful re-login and sensor re-pairing. Investigation of this case revealed a software connectivity issue between the cgm and the ilet that was resolved through app reinstallation and device re-pairing, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was software interaction and connectivity error recoverable through standard troubleshooting.